Event description:
The customer reported the high definition lcd monitor would not power on. The issue was observed during preparation for use. The monitor was switched out with a spare before the procedure started. There is no harm or injuries reported with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. During the inspection they confirmed the customer report. It was noted a faulty printed circuit board was replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.